Event description:
The lesion being treated was a 2.5mm 90% stenosed 1st oblique marginal artery (1st ob. Marg.) The lesion was predilated. Then the physician palced a taxus express2 8.8% 2.50x16mm drug eluting stent in the 1st ob marg. The next day, the pt experienced a hypersensitivty reaction described as a sore throat. In the opinion of the physician it is unkown whether the hypersensitivity reaciton is related to the device or a drug or a diagnostic agent. The pt was discharged on plavix, lipitor and aspirin.